Event description:
It was reported that during an unknown procedure the jaws of the device were bent and the clips were scissoring. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results of the device found that it was received with the jaws damaged. Upon functional testing of the device, the clips were properly loaded and retained; however, due to the returned condition of the jaws clips were malformed. The clips were evaluated using a tool that is designed to determine proper formation and the clips did not pass through due to they were malformed. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As the device does not have the batch stamped. Therefore, we were unable to check manufacturing records for any related non-conformances.